Event description:
Event description guidant received information that the high voltage impedance measurements are fluctuating and out-of-range. Normal impedances were noted during dft testing. It was further reported that this same problem occurred back in january of this year. No changes were made to the system at that time.